Manufacturer narrative:
During post dilation of a stent placed in the carotid artery, it was reported that the patient's blood pressure dropped below 80mmhg. Medications were administered and the patient's blood pressure returned to normal after 3 days. According to the physician, this was likely a response of the carotid sinus reflex triggered by the stent placement. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two devices associated with the reported event that were submitted under the following manufacturing number 9616099-2009-01036.

Event description:
The report received from the pms indicated that during a pta procedure when the post-dilatation was performed, the patient's blood pressure dropped to the value at below 80mmhg. Dopamine hydrochloride was administered and the patient's blood pressure returned to normal 3 days later. According to the physician, this was more likely occured due to carotid sinus reflex by stent placement. The patient has no neurological symptoms and was discharged from the hospital. Pta was performed on a lesion in the mid left internal carotid artery of 9.5mm in length in a 0.7mm vessel diameter. There was mild calcification and no vessel tortuosity, the rate of stenosis was 84%. An angioguard embolic protection system was successfully deployed and retrieved. Then a precise stent was successfully deployed. Pre-dilatation and post-dilatation was performed with a 4mm balloon catheter at 6 atm and a 5mm balloon catheter at 8 atm, respectively. The products were stored, handled, inspected and prepped per IFU. Nothing unusual was with the delivery system before the procedure. The diameter of the unconstrained stent size was 1-2mm larger than the vessel diameter. The patient had no known allergies to nitinol, nickel or titanium. There were no air bubbles or thrombus noted during the procedure.